Event description:
It was reported that at 10 a.m. On saturday (B)(6) 56 hours into a patient¿s continuous venovenous hemodialysis (cvvhd) treatment, the system began to sound very low and then a very high ptm alarm. The kit was changed during the night of (B)(6). No circuit kinks or clots were noted during visual inspection, however, dialysis no longer worked. The decision was made to restore the blood and change the circuit, but by this time all the blood had clotted. It was then decided to disconnect the dialysis without restoration of blood to the patient. While disconnecting the return line, a 2cm long piece of fiber was causing an obstruction. The catheter was removed and sent bacteriology. The nurse rinsed the catheter with saline and a thinner piece of fiber fell onto the sterile field. The nurse sent that piece to pathology to determine if it was filter fiber or a fibrinogen cluster. The patient experienced approximately 200 ml of blood loss; however, the patient recovered. The sample was not available to be returned for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: there is no other complaint reported for the subject batch. Review of device history record (DHR), batch size of the reported product is (B)(4). Batch production record controls resulted with conformity. Non-conformity was not observed during manufacturing process. Complaint sample is not available. The examinations informed below were applied to the retained samples. The samples were checked for component defect, assembly failure, and conformity with the product specification. Leakage test: the samples were checked under air/liquid pressure for assembly failure and leakage. The described situation is adequately addressed in instructions for use (IFU) and/or on the label. There is no indication that the reported failure relates to falsification. As a result of examination, no failure detected on the retained samples. Exact reason of the defect could not be determined due to lack of original sample examination. According to complaint description and attachment, possible reasons of the defect might be related to: any component defect, assembly failure or connection failure that can cause air intake, special conditions of the patient/treatment, but not limited to. The investigation of the disposable part gave no further details what could have caused this issue.

Event description:
It was reported that at 10 a.m. On saturday june 17, 56 hours into a patient¿s continuous venovenous hemodialysis (cvvhd) treatment, the system began to sound very low and then a very high ptm alarm. The kit was changed during the night of june 14-15. No circuit kinks or clots were noted during visual inspection, however, dialysis no longer worked. The decision was made to restore the blood and change the circuit, but by this time all the blood had clotted. It was then decided to disconnect the dialysis without restoration of blood to the patient. While disconnecting the return line, a 2cm long piece of fiber was causing an obstruction. The catheter was removed and sent bacteriology. The nurse rinsed the catheter with saline and a thinner piece of fiber fell onto the sterile field. The nurse sent that piece to pathology to determine if it was filter fiber or a fibrinogen cluster. The patient experienced approximately 200 ml of blood loss; however, the patient recovered. The sample was not available to be returned for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.